Event description:
In surgical equipment the laser radiation was lower than set. The system was indicating "low power" at display. Unaware of any pt involvement.

Manufacturer narrative:
Internal laser optics damaged due to high humidity. System restored to pull functionally.